Event description:
The customer observed a false non-reactive architect anti-hbc ii result for a 53-year-old male patient diagnosed with hepatitis b. The following data was provided: hbcab result = 0.17 s/co (negative) hbsag result = 123480.11 iu/ml (positive) hbeag result = 1344.27 miu/ml (positive) hepatitis b five-assay panel results were positive for hbsag and hbeag. The sample was re-ran on another instrument after high-speed centrifugation, and repeat results were consistent with initial results. Roche platform results were consistent: positive for hbsag and hbeag. Negative for hbcab. The hepatitis b virus nucleic acid result was positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  Section e1 - facility name complete entry = capital medical university affiliated beijing friendship hospital this report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.

Manufacturer narrative:
Correction to section d4 - expiration date: corrected from 7/24/2024 to 7/27/2024; and section d4 - primary UDI number: corrected from (B)(4) to (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot. In-house testing of lot 56045be00, lot contains the same bulk material as lot 56045be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001. The seroconversion panel results were compared to architect anti-hbc test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not impacted. Labeling was reviewed and found to adequately address the issue under review. Based on the information within the complaint record, no discrepant results were generated, and the results indicate an ongoing hepatis b infection before seroconversion to detectable hbc antibodies. Based on the investigation, architect anti-hbc ii reagent lot 56045be01, met performance specifications and performed as intended at the customer site, therefore, no systemic issue or product deficiency was identified.

Event description:
The customer observed a false non-reactive architect anti-hbc ii result for a 53-year-old male patient diagnosed with hepatitis b. The following data was provided: hbcab result = 0.17 s/co (negative), hbsag result = 123480.11 iu/ml (positive), hbeag result = 1344.27 miu/ml (positive), hepatitis b five-assay panel results were positive for hbsag and hbeag. The sample was re-ran on another instrument after high-speed centrifugation, and repeat results were consistent with initial results. Roche platform results were consistent: positive for hbsag and hbeag. Negative for hbcab. The hepatitis b virus nucleic acid result was positive. No impact to patient management was reported.